Event description:
During a therapeutic esophagogastroduodenoscopy, overinflation reportedly occurred, resulting in tissue splitting. The customer further indicated that the patient was admitted to the intensive care unit following the event. Patient infection was also reported; however, no supporting clinical details were provided to confirm whether an infection was clinically diagnosed. Multiple good faith effort attempts were made to obtain additional information regarding patient outcome, injury extent, infection confirmation, and device involvement; however, no further response was received.